Event description:
It was reported that the bd secondary administration set experienced leaking. The following information was provided by the initial reporter: nurse went to prime IV line and it was leaking.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 11448964 lot number 22059332 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd secondary administration set experienced leaking. The following information was provided by the initial reporter: nurse went to prime IV line and it was leaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.